Manufacturer narrative:
Patient¿s identifier, date of birth and weight are unknown. Date of postoperative pain development is unknown. This report is for one (1) unknown trochanteric fixation nail (tfn). Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. It is unknown if complained device will be returned for manufacturer review/investigation. Telephone number is unknown. Unknown, as specific part and lot numbers for tfn is not provided. (B)(4) is used to capture the required medical/surgical intervention. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a trochanteric fixation nail (tfn) removal is scheduled for (B)(6) 2017. The initial implant was done on (B)(6) 2016. The patient reported to the surgeon with pain and wants the implant removed. It was reported that the tfn is intact. There is no additional information at this time. This report is for one (1) unknown trochanteric fixation nail (tfn) this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Complainant device is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that a long trochanteric fixation nail (tfn), unknown helical blade and a 4.9 mm locking bolt were explanted successfully on (B)(6), 2017. The whole tfn construct was removed intact. There were no complications and no surgical delay in the surgery. The patient is reported to be stable. This is report 1 of 3 for complaint (B)(4).